Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece, measuring 58.6 cm. External insulation abrasion was noted at 10.0 cm ¿ 10.2 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can.